Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a failed drawer and was unable to recover storage. The user tried rebooting the device with no success. Nurses have no access to the medications inside the pyxis, impacting patient care. The customer added that this malfunction caused a delay in dispensing medication to patient as they recovered the medications in other devices. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-oct-2022 to 26-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had failed drawer. A field service engineer inspected the device and found aux causing drawers issues. He checked aux, found damaged bus cable, which he replaced, and the issue got resolved. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the communication bus. A field service engineer replaced the bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure, prevented the nurses from removing medication for a patient. The customer stated that there was no delay in patient care since they were able to retrieve medication from other devices. There were no adverse events or injuries reported based on this event.